Manufacturer narrative:
Results - visual inspection of the returned product shows the lens is torn in half and a haptic is torn off into the optic of the lens & is missing. There is clear surgical residue on the lens. Conclusion - based on the compliant history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge & injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a silicone three piece lens model aq2010v into pt's eye and a haptic tore off. The lens was removed without enlarging the incision and another lens was inserted. No pt injury.